Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via telephone call that their insulin pump alarmed hardware low level failure during a self test. Customer's blood glucose was 8 mmol/l. Troubleshooting was performed and the device will not be returned for analysis,

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error alarm during testing however, pump error alarm is found in the formatted history file due to broken traces of the keypad assembly.